Event description:
It was reported that the patient visited the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached 21 mmol/l (378 mg/dl) while wearing the pod between 5 and 24 hours on the back. The patient was treated with insulin via intravenous therapy. The patient was released after 6 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.